Event description:
During pci a dissection occurred that was treated with another cypher stent. This patient presented to cath with inferior mi, lvef 50% and 3-vessel disease. Pre-procedure medications included plavix, asa, statins, beta-blockers and other gp iib/iiia inhibitors (integrilin). Pci was performed on a de novo lesion in the acute marginal branch of 10mm in length and 2.75mm diameter vessel. The (b2) concentric lesion was characterized as totally occluded, smooth, little to no calcification and thrombus present. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atm before deploying one 2.75x18mm cypher stent at 12 atm with satisfying results. Timi flow pre-procedure was zero and iii, post-procedure. Residual diameter stenosis was not available.